Event description:
The customer stated the he was hospitalized for high blood glucose. No blood glucose reading was reported. The customer was incoherent and was unable to troubleshoot during the phone call. The customer stated that he would call back to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.